Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter: event 4. The positive pressure on the maxzero/j-loop/extension tubing always causes backflow of whatever product is in the tubing. For example, when initially placing an IV and drawing labs, removing the vacutainer from the maxzero leaves a significant amount of blood at the end of the loop, either getting on the nurse's hand or the pt's clothing. This also occurs with just flushing the line. After removing the flush from the maxzero, a large amount of residual saline is left at the tip of the system.